Event description:
A customer reported a dull knife was noted. Additional clarification was received from the surgeon indicating the tip of the knife appeared to be blunt while performing the incision, but the rest of the blade was fine. The surgeon also reported that slightly more pressure was required to complete the incision, but that there was no impact to the patient.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).